Event description:
Information was received indicating that during bench testing, a smiths medical cadd cassette reservoir had deviation of more than 6%. No patient was involved in this event. No adverse effects were reported.